Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported having a blood glucose level of 394 mg/dl at the time of the call. Customer's father reported treating the high blood glucose level with a manual injection. During troubleshooting for the high blood glucose level, the alarm history showed that four no delivery alarms had been returned since the night before the call. Blood glucose level had dropped to 313 mg/dl by the end of the call. No further info was provided.